Event description:
It was reported that an unspecified transmitter error message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the bin file was performed and a transmitter failed error was found within in the investigation window. The probable cause was determined to be a transmitter failed error due to a defective transmitter the reported event of unspecified transmitter error message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.